Event description:
Per oos and call to rep, system was removed due to infection. The hospital tossed the device and leads. A new system will be implanted. Lumos dr-t, MDR: 1028232-2007-00265. Linox sd 65/16. MDR 1028232-2007-00266.